Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus did not align with the cursor on the display and could not be calibrated. The connection between the overlay and printed circuit board (pcb) was reseated and the stylus was calibrated. Analysis was not able to confirm a disk was stuck in the floppy drive. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus could not be calibrated. It was noted that the calibration disk was stuck in the drive. The programmer was returned for service. There was no patient involvement.